Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that, "the screwdriver tip broke off. Another screwdriver was used. No further problems."